Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were provided for evaluation. Visual evaluation of one photo showed the hub to be broken off a used introducer. The second photo confirmed packaging identifying the reported lot number. The provided photos showed the hub to be broken off the used introducer. Although the provided photos showed the hub to be broken off the used introducer, the exact root cause was not able to be determined at this time. The provided pictures do not offer the details necessary to determine the root cause of the breakage. However, the defect is not believed to be the result of any manufacturing or packaging process. The reported defect was not confirmed. A historical review of the customer complaint database dating back one year revealed no other complaints of this nature against this finished good item or lot number. Therefore, this is considered to be an isolated incident and no formal corrective action is warranted at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the clinician had a hard time inserting the spinal needle through the introducer. When they withdrew the spinal needle, the introducer hub broke off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.